Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response were unresponsive. The cause for the failure was contamination on the front response button switch. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were not working.